Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi am fasting. The customer does not know his expected blood glucose test result range. At the time of the call the customer reported symptoms of dry mouth, increased thirst and increased urination; medical attention was not needed at the time. During the call, a blood test was performed by the customer am fasting and produced test result of 598 mg/dl using true metrix meter; the customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/19/2022 and open vial date is 02/14/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 16-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed additional blood test using the true metrix meter and had obtained blood glucose test result of 195 mg/dl fasting. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-apr-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.